Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was used during a procedure performed on (B)(6) 2012. According to the complainant, immediately post procedure, she felt severe pain when sitting and walking. The pain level decreased two months later, but numbness developed around the hip area and down to the upper region of the right leg. Later, the patient had stress incontinence that worsened. The device was partially explanted on (B)(6) 2012. After explantation, the pain level went back to severe. A year and two months after the mesh was explanted the patient is still not pain free but she is functional (walking, etc.). No further event details have been made available to boston scientific to date.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The information provided states a non-boston scientific corporation brand/trade name and device description, however, the supplied upn and lot# match a boston scientific corporation device. If any further relevant information is identified, a supplemental medwatch will be filed.